Manufacturer narrative:
The reported event of elevated pacing threshold was not confirmed. A complete lead was returned in one piece. Visual and electrical analysis did not find any indication of anomalies.

Event description:
New information indicated that high pacing threshold was observed on the right ventricular (rv) lead.

Event description:
It was reported that the right ventricular (rv) lead exhibited dislodgment. The dislodgment was confirmed via chest x-ray. Rv lead explanted and replaced. The patient was stable throughout.